Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% target lesion was located in a shunt in the moderately tortuous and severely calcified left vein shunt. A 6.0 x 40, 40cm mustang balloon catheter was advanced to dilate the target lesion. However, it was reported that the device could not dilate the lesion despite multiple attempts and upon fifth inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a 5mm pcb. No patient complications were reported and the patient's status was good.